Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac arrest and died approximately one hour post-implant of an implantable pulse generator (ipg) system. Patient's heart rate was reported to be in 30's prior to the implant. It was reported that the implant procedure was successfully completed with confirmed capture on both the right ventricular (rv) lead and right atrial (ra) lead. The patient experienced a cardiac arrest and cardiopulmonary resuscitation attempts to revive the patient were unsuccessful. It was reported that physician attempted to reprogram the ipg at maximum output during the resuscitation efforts, however there was no capture noted.